Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens and the lens split. The lens was removed without enlarging the incision. No patient injury. Surgery was completed with another lens.